Event description:
During cardiopulmonary bypass, the heart lung console gas flow module was increased by the user to 1 liter per minute, but spontaneously decreased 0.5 liter per minute. There were no adverse consequences to the patient as a result of this event.